Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the affected patient is a 31 year old female with involvement of the left eye.

Event description:
A physician reported that astigmatism alignment was off during implantable collamer lens surgery. Postoperative examination revealed a 20° misalignment of the marking in the patient¿s eye, and a reoperation was subsequently performed to correct the axis. The patient¿s current condition has not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).